Event description:
It was reported that the patient felt stimulation in the wrong location that was painful. Reprogramming was attempted to but did not resolve the issue. In-turn the patient underwent surgical intervention and the ipg was replaced with an ipg that provides burst stimulation. Patient states that pain was resolved after the burst stimulation was started.